Event description:
It was initially reported that the product slipped on the patient with possible patient laceration. Additional clinical information was received from the customer on (B)(6) 2012 with the following: no stereotaxy device was used. Integra disposable pins ((B)(4)) with lot number 1114355 were used. The patient was clamped in a supine position, then turned prone on chest rolls and attached to the base. All joints were checked (bed adaptor to bed, base to bed adaptor, all joints on base). As the circulator (nurse) was prepping the patient, the nurse thought the patient moved. The physician loosened all the base joints and checked the clamp with pins. The physician then retightened all the joints on the base. Prepping was repeated and at the time of drying the prep, the patient's head moved and the laceration occurred. A different head clamp was applied with new pins, everything retightened, patient had repeat skin prep and was draped. The patient's head position was checked and one head pin was not in the scalp. The drapes were removed; the patient was turned on supine on stretcher. The one inch laceration was wiped with betadine. Skin staples and 1 suture was used for closure. Antibiotic ointment was also applied. All pieces of the equipment including the head clamp, base, and skull pins were replaced. The head clamp including the skull pins were reapplied on the patient and thus the patient was positioned prone and the clamp attached to the base. All movable joints were tightened. The skin prep was repeated, draping applied, and the procedure was started. The incident occurred at skin prep and draping of the case, delaying the start of the procedure approximately one hour.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.